Manufacturer narrative:
The associated complaint device, used in treatment, was returned and evaluated. Visual inspection of the bcs ii locking femoral implant impactor showed a fracture through the anterior cam bumper, confirming the stated complaint. This was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. The fractured off portion was not returned. This device was manufactured in 2017, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from overload fracture, prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, plastic tip of impactor broke. Backup device available, no delay, no pieces fell into patient, no injury.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.